Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing confirmed the pump powers to "verify" screen I with a dim discolored display. Unrelated to the complaint, the "contrast" and "up" keys are not responding. Removed keypad and contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly, the display screen text was faded or dim. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.